Event description:
It was reported that a patient underwent a revision procedure approximately 6 months post-implantation due to pain and aseptic loosening of the femoral stem. The head and stem were exchanged. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem d10: cat# 00801803601 lot# 61670842 femoral head sterile product do not resterilize 12/14 taper cat#00875706002 lot# 61903833 60mm o.d. Size mm porous uncemented with multi-holes shell use with mm liners cat# 00875201436 lot# 61412810 36mm i.d. Size mm elevated rim liner use with 60mm o.d. Size mm shell cat# 00625006535 lot# 61885310 bone scr 6.5x35 self-tap cat# 00625006530 lot# 61920602 bone scr 6.5x30 self-tap no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. The patient was experiencing pain at the 6 month follow up and a loose stem was noted on x-ray. A revision occurred approximately 6 months post-implantation, and the head and stem were revised with unknown products. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.